Event description:
Lapband implanted 2002: filling of the band was never possible correctly, aspiration of serum - contaminated saline and leakage of saline, revision of connecting tube and port 7 months later.